Event description:
Pt had bilateral augmentation 10 years ago with iplants placed below the muscle. She had severe capsular contracture and ruptured implants (325 cc). In 1992 she had bilateral augmentation with these 400 cc implants on top of the muscle. She had capsule formation in right breast. Over past several years, pt has developed multiple problems including fatigue, lower back pain, headaches, constipation, diarrhea and swelling of hands. She also had bell's palsy on left side and a rash on abdomen. There is some question that the pt sustained a mild stroke 3 weeks prior to 6/3/94 dr's visit.